Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels (286 mg/dl) and delivered a bolus with the pump. During troubleshooting with tandem technical support, the customer stated had attempted to remove air but had injected insulin inadvertently during the load sequence. Tandem technical support guided the customer through the load change process and the customer was able to correctly load the cartridge.